Event description:
The customer stated that he was hospitalized due to low blood glucose levels. The customer was at the airport, and noticed that his blood glucose was dropping. The customer checked, and he was at 40 mg/dl. The customer had nothing to treat with, and when he got on the airplane, he asked the flight attendant for something to treat with, and then he felt dizzy and passed out. The customer was hospitalized with a blood glucose of 31 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. The customer stated that the batteries have not been lasting as long as the normally do. Advised the customer that average battery life is one week. Advised to monitor and call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.